Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a consumer that he was not happy with the lens implant, and has been suggested to remove lens and insert a different lens. Patient had a steamy, smokey vision od. He states surgeon did prk to help clear it up with no improvement. He was then referred to retina specialist and had a vitrectomy with no improvement. He is being advised now, he likely needs an iol exchange. He does not know his sn nor does he know the date of surgery. He did provide the surgeon name, and facility where it was done. Additional information requested.